Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 401158 lead, implanted: (B)(6) 1987. (B)(4).

Event description:
The patient reported that they received the wrong pacemaker for the type of pacing leads already in use. The patient also reported that the pacemaker was sticking out of their side underneath their arm. The pacemaker remains in use. No patient complications have been reported as a result of this event.